Event description:
The manufacturer received information alleging a simplygo mini extended battery kit caught fire. The device was not in use at the time of the event. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a simplygo mini extended battery kit allegedly caught fire. The device was not in patient use. The simplygo mini extended battery kit was sent to the supplier for further evaluation. The battery showed signs of corrosion. No cells vented or burned. The pca had evidence of corrosion causing thermal damage to the components on the main circuit board. The battery pack appears to have failed due to corrosive liquid inside the battery on cells and the main circuit board. By design the materials used in construction are rated ul 94v-0. When exposed to thermal events, the material will burn, however when the energy source is removed or depleted, the material self-extinguishes. The battery was scrapped by the supplier.